Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 89-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that complications were encountered during attempted delivery of an impella cp pump. Upon initial insertion, the sheath kinked. Multiple attempts were required before the pump was able to pass with wire tension. The wire dislodged from the lv (left ventricle) prior to advancing the pump and subsequent attempts to place the pump without the wire were unsuccessful. Both the introducer and pump were explanted and deemed to be too malleable/deformed for additional attempts. A new pump and sheath were subsequently used for successful implant. There was no patient harm.

Manufacturer narrative:
The investigation into the delivery issues and the difficulty inserting/removing introducer issue has been completed since the original report was submitted. Per the clinical information provided, the root cause of the introducer damage was most likely due to patient anatomy causing the sheath to kink. The root cause of the delivery issues was wireless insertion into the left ventricle due to guidewire becoming dislodged from the left ventricle and pump was attempted to be inserted without guidewire.